Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was found that the locking mechanism of the coupler was damaged, one pin went missing. The probable cause was likely handling methods. It was recommended that the camera pass the workshop for replacement of the damaged coupler and camera cable, replacement of the defective charge-coupled device (ccd), full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The coupler locking mechanism was damaged with one pin missing causing rigid scope to become detached during use. Additionally, the camera cable was kinked in various places; failed the leak test with a small puncture in the cable¿s insulation detected along the cable body; and when connected to the otv-s190 processor, the image appeared stable, however after soak, two bright defective pixels were detected due to faults within the charged coupled device (ccd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during initial inspection of the high-definition camera head, the coupler assembly had a missing pin that holds the scope. There were no reports of patient harm or impact associated with this event.